Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. During a routine 45 day follow up examination, transesophageal echocardiogram (tee) revealed a thrombus on the face of the closure device. The patient was placed on anticoagulation medication and will be reimaged at the next follow up examination in six (6) weeks.